Manufacturer narrative:
See MDR 1920664-2007-01472 for the intraocular lens used with this delivery device.

Event description:
The doctor noticed that the haptic was bent after implanting the lens into the patient's eye. He removed and replaced the lens without enlarging the incision.